Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Device was prominent and the lead was hinged out of the device before connecting to device. Noise was reproducible when the lead was pressed while the patient was lying on right side. Review of session records revealed noise of non-physiological origin. There was also far-field p-wave oversensing, high capture threshold and drop in rv sensing. Potential lead damage was suspected. Further tests to evaluate the lead were recommended. Physician has not made a decision yet. Patient was stable.

Event description:
New information received notes that the lead was capped and replaced. There were no complications during procedure. Date of the procedure is unknown.